Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic post an unrelated procedure. It was noted that the patient's surgical site did not heal properly and kept opening up. The patient had to visit the physician's office multiple times. No further information was available.